Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping noted. Unable to test for unexpected restart alarm due to no button response. Device had a scratched display window, cracked reservoir tube,cracked reservoir tube window, cracked reservoir tube lip and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 89 mg/dl. Troubleshooting was performed. The device was returned for analysis.